Event description:
It was reported that there was a break in the pump connector. Intervention was required to replace the catheter. It was noted that t here were no patient symptoms or injuries related to this event. The drug used in this system was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found a catheter pump connector anomaly. It appeared that the pump connectors strain relief shroud ripped and separated from the connector in vivo. Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cause of the event was a catheter kink and fracture. The issue was located at the proximal pump segment. The patient had a magnetic resonance image (MRI), x-ray, or computed tomography (CT) scan. A dose adjustment was made and a catheter dye study was performed. The pump and catheter were replaced. The patient was hospitalized. The patient outcome was reported as serious injury/illness and the outcome was ongoing, but improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.